Manufacturer narrative:
The previous regulatory report (3007566237-2018-00217) was accidentally submitted. This event is not reportable. Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803". If information is provided in the future, a supplemental report will be issued.

Event description:
Initial report was sent on accident. This event is not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was broken. No patient complications have been reported because of this event.